Event description:
While cleaning debris off the disposable instrument (starion forceps) during surgery, scrub tech noticed loose wire from tip of forceps. Forceps not used after defect noted.====================== health professional's impression======================loose wire.